Event description:
This lv lead was capped due to dislodgement. It is believed that the lead dislodged shortly after implant (date unknown), resulting in high lv outputs. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.